Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 11sep2019. The customer troubleshot with technical support, the customer stated that troubleshooting for the issue was done according to test 5 in preventive maintenance checkup list. Customer replaced gas delivery system (gds) assembly. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the ventilator was failing air flow accuracy. There was no patient involvement.